Event description:
On 27th february 2019, rayner intraocular lenses limited received notification from its taiwan distributor of an event that occurred following implantation of a superflex aspheric 920h iol. The event description provided states that the superflex aspheric 920h iol was explanted due to the suspected development of calcification.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The superflex aspheric 920h iol was implanted on an unknown date in 2012. On an unknown date post-operatively, calcification of the superflex aspheric 920h iol was observed and the iol was subsequently explanted. As the report pertained to the development of calcification, the explanted lens was sent to a third party independent laboratory to undergo structural and ultrastructural analysis (light microscopy, scanning electron microscopy and energy dispersive x-ray fluorescence spectroscopy (edx)). Analysis found the lens material was not calcified. The returned explanted lens had an unidentified growth of organic material covering it. No device problem identified. Our review of production records for the superflex aspheric 920h iol batch 101e29045 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the superflex aspheric 920h iol (october 2011) was carried out to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the superflex aspheric 920h iol batch 101e29045.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The (B)(6) distributor reports that the superflex aspheric 920h iol was implanted in 2012 (date unknown). On an unknown date the superflex aspheric 920h iol was explanted due to the suspected development of post-operative calcification. The iol has been retained and is being returned to rayner. As the report pertains to the development of calcification, the explanted lens will be sent to a third party independent laboratory to undergo structural and ultrastructural analysis (light microscopy, scanning electron microscopy and energy dispersive x-ray fluorescence spectroscopy (edx)). Rayner is following up with its (B)(6) distributor to obtain additional information to facilitate further investigation of this event. Rayner are aware of secondary opacifications in hydrophilic lenses. These opacifications are calcifications (calcium phosphate). The calcification of hydrophilic iols has been categorised in the published literature into two types; primary and secondary (plus a third for those "incorrectly determined" cases). Primary calcification is inherent. It is due to particular manufacturing processes or packaging interactions. An examination of the literature shows that some manufacturers have had known cases of primary calcification due to an interaction with silicone in the packaging and more recently, due to phosphate remnants (originating from a detergent) found in the manufacturing process. Rayner has made no material processing or packaging changes that may have negatively affected our iols; we have never had a confirmed case of primary calcification relating to a rayner iol. Secondary calcification affects manufacturers of hydrophilic iols and is a phenomenon that is not fully understood; it is known that it stems from changes in the eye's environment due to patient comorbidity, secondary surgeries and potentially other, poorly understood interactions: off label use of intracameral alteplase (actilyse) (rtpa)(1), multifactorial(6), high phosphate content ophthalmic viscoelastic devices(6) , repeated exposure to intracameral air(4), raised intraocular pressure(4), excessive post-operative inflammation(4), complicated, traumatised eyes(2), as a result of direct contact between the iol surface and the exogenous gas or substance, a metabolic change in the anterior chamber due to the presence of exogenous gas/substance in the eye or an exacerbated inflammatory reaction after multiple surgical procedures(3), trauma or repeat surgery involved in re-bubbling potentially disrupting the blood aqueous barrier, increasing concentration of calcium ions(5). References: mhra alert mda/2010/008. A dhital et al. Calcification in hydrophilic intraocular lenses associated with injection of intraocular gas. American journal of ophthalmology: 2012; jun;153(6):1154-60. L werner et al localised opacification of hydrophilic acrylic intraocular lenses after procedures using intracameral injection of air or gas: 2014: vol 41, issue 1, p199-207. P. Morgan-warren et al. Opacification of hydrophilic intraocular lenses after descemet stripping automated endothelial keratoplasty. Clinical ophthalmology. 2015:9 277-283. De cock r et al. Calcification of rayner hydrophilic acrylic intra-ocular lenses after descemet's stripping automated endothelial keratoplasty. Eye (lond). 2014; 28(11):1383-1384. Walker nj et al. Calcification of hydrophilic acrylic intraocular lenses in combined phacovitrectomy surgery. J refract surg 2010; 36:1427-1431.

Event description:
On (B)(6) 2019, rayner intraocular lenses limited received notification from its taiwan distributor of an event that occurred following implantation of a superflex aspheric 920h iol. The event description provided states that the superflex aspheric 920h iol was explanted due to the suspected development of calcification.